Manufacturer narrative:
One lighttrail single use laser fiber was received for evaluation. Visual examination revealed that the returned laser fiber was broken into two pieces. The first piece measured approximately 85.5 cm from the top of the connector to the break. The second piece measured approximately 2.25 meters from the break to the distal tip. The condition of the returned device confirms the reported event. Damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot

Event description:
It was reported to boston scientific corporation that on november 27, 2016 a lighttrail single use 230um laser fiber was used during a ureteroscopy procedure in the kidney performed on (B)(6) 2016. According to the complainant, during unpacking, the laser fiber was broken when they opened the blister packaging. The procedure was completed with another lighttrail single use 230um laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The reported lot number 201600928 does not a match to the lighttrail devices lot numbers; therefore, the manufacture date and expiration date are unknown. It was reported that the device was not used past its expiry date. (B)(4). Mfg site name - starmedtec (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that on (B)(6) 2016 a lighttrail single use 230um laser fiber was used during a ureteroscopy procedure in the kidney performed on (B)(6) 2016. According to the complainant, during unpacking, the laser fiber was broken when they opened the blister packaging. The procedure was completed with another lighttrail single use 230um laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.